Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon examination, the implantable cardioverter-defibrillator was found with 31 episodes of non-sustained right ventricular oversensing. The episodes were due to the device oversensing t-waves. Programming changes were made. The patient was stable.